Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument had thermal damage on the monopolar yaw pulley and the distal clevis. The distal clevis ear was cut to inspect potential sources of thermal damage at the weld. The instrument was tested for electrical continuity and it passed. The conductor wire at the weld location and potting was visually confirmed to be intact. The thermal damage noted at the base of the ceramic sleeve is likely due to carbonized tissue or conductive fluid carrying stray energy when the instrument was energized without contacting the tip to tissue (i.e. Air-firing). A review of the instrument log for the permanent cautery spatula instrument (pn: 420184-13, batch/lot-sequence: n10181031-936) associated with this event has been performed. Per logs, the permanent cautery spatula instrument was last used on (B)(6) 2019 on system sh0933 with 1 life remaining on the instrument. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The sections that are not applicable to this product are blank. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. A log review and failure analysis confirmed the instrument had 1 life remaining, indicating the instrument had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery spatula instrument had a melted plastic at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to provide additional information on the reported incident. The issue was noted and corrected prior to the procedure starting.